Manufacturer narrative:
(B)(4) batch # n54w9w. Photographic analysis: one picture was provided. Picture received shows two channels and anvils, from two devices. One device is in the open position with a cartridge reload loaded on the device. The other device appears to be open and with no reload present. Based on the photo alone the event describe cannot be confirmed, unfortunately there is not enough evidence in the photo to determine root cause. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: all drivers were up from proximal to distal. Jaws didn't appear to give any clues as to what happened. No visible damage. Met with surgeon two days after event, to review inner mechanics of stapler and review lockout steps for returning blade. Also discussed importance of rinsing stapler between loads. In this event, it was a new gun, first firing, so that was not the issue. He felt it may have been a clip that jammed it distally. He also reported that patient was doing well 2 days post-op.

Event description:
It was reported that during an open right upper lobectomy procedure, the surgeon positioned device on pulmonary vein, pressed firing trigger, blade advanced to distal end and stopped. Rep present for case. I walked surgeon through steps to reverse blade. He tried reverse switch and it didn't work. I went to inspect the handle and noted that the reverse switch looked "recessed" into the handle, and looked as though it were locked in the forward position. I then walked surgeon through the manual override. He ratcheted five to six times and noted that he felt the stop point. We tried opening stapler a few different times with no success. In the meantime, we did notice active bleeding coming from within the jaws. I asked him to try to ratchet more, but it was apparent that manual override lever was firmly locked and no more movement available. I engaged surgeon to squeeze closing handle firmly and push forward on the side wing. The jaws slowly opened and we removed device from patient. The surgeon had said the staples were formed, but proceeded to over sew the staple line. Upon review of incident, he later said that upon firing, he noticed the vessel was pushed forward with the blade. He also noticed a jagged cut line. Seems consistent with something (perhaps staples) being caught within the jaws and potentially jamming the stapler. I did notice that the reverse switch was back in original position and no longer recessed and locked forward on the handle. Over sewed and cut/clamp/tie remainder of case. No additional vessel firings. Used a device of different product code and three blue reloads on remainder of lung. There were no adverse consequences for the patient.